Event description:
Medtronic received information that a ped pipeline distal tip failed to open. The patient was being treated for a saccular unruptured aneurysm in the right internal carotid artery. The maximum diameter was 19mm. The neck diameter was 11mm. Blood vessel diameter in the landing zone distal side 3.2mm. Proximal side 4.75mm. Vessel tortuosity was ordinary. Dual antiplatelet treatment was administered. Pru level was 75. No changes in post-operative findings related to blood flow imaging. The pipeline was not used for an indication that is not approved. The device was prepared as indicated in the package insert. Deployment started from the middle of the m1. The distal tip portion did not open even the sleeve was removed. Even though the push/pull was repeated, only the tip portion continuously not open. It was deployed to approximately 70% of the total; the aneurysm neck region was also covered, but as expected, only the tip portion was not opened, so it was collected. The product was changed to a different product and the procedure was continued and completed successfully. The center of the pipeline was positioned in a vessel bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 2 times or less. The pipeline was resheathed and removed with the microcatheter. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.